Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: a review of the pump histories showed that multiple cs 064 call service alarms had occurred. Visual inspection revealed that there was moisture in the display. During testing, the pump emitted a cs 064 call service alarm when attempting to perform the load step. The call service alarm was not able to be cleared. The pump case was removed and moisture damage was found on the printed circuit board. Unrelated to the complaint, evaluation revealed that the audio bolus button was missing. A leak test was performed and a bolus button leak was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.